Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by excess force applied to the instrument jaws. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.

Event description:
It was reported during a da vinci-assisted thymectomy surgical procedure, the site installed the instrument on the arm and the system generated a message the instrument was on its last life. The site removed the instrument and the tips completely fell off. The site found the tips in the specimen retrieval bag. The procedure was completed with no reported injury. On (B)(6) 2021 intuitive surgical, inc. (Isi) received voluntary report # 4401610000-2021-8001 stating: following complete dissection of the thymus gland, an endocatch bag was placed through the assistant port and the thymus gland was placed within the bag. Following retraction of the instrument, it was noticed that a piece had broken off into the hag. This instrument was removed. The bad was closed and retrieved through the assistant port. The specimen was examined and the small portion that had broken off the instrument was identified in total and removed within the bag. This was sent off for further examination. An xray was perfumed prior to extubation and did not demonstrate any additional portions of the instrument. The patient was successfully extubated and transferred to the recovery room in good condition.